Event description:
The customer stated that she was treated by the paramedics two days in a row, due to low blood glucose levels. The first time, her blood glucose levels were in the 30 mg/dl range. The second time, her blood glucose reading was 28 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.